Manufacturer narrative:
The device is expected to be returned for investigation. It had not yet been received. This report represents all the info known by the reported upon query by hospira personnel (B) (4).

Event description:
The customer contact reported backflow fluid from the secondary solution container into the primary solution container. The primary tubing set was being used to deliver normal saline at an unspecified rate via symbiq pump. At an unspecified time, an unspecified secondary tubing set was connected to the proximal clave y-site on the primary tubing set for piggyback delivery of an unspecified antibiotic. The primary solution container was lowered below the secondary solution container. Approximately thirty minutes after the antibiotic therapy was initiated, the clinician reported the primary solution was the color of the antibiotic. The tubing sets were replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.